Manufacturer narrative:
The facility did not request service. There was no sample returned for eval, therefore steps could not be taken to replicate or confirm the reported event. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to (B)(4), most corneal burns can be traced to issues related to surgical technique and not to mfg equipment. (B)(4).

Event description:
A nurse reported a thermal injury occurred at the incision site. The surgeon thinks this event was related to the system settings. Sutures were used to close the wound, but had to be removed and resutured during the initial procedure. Add'l info was requested.